Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs leads with the same lot number. It was reported the pt experiences increased leg pain upon using stimulation. The pt was advised to turn stimulation off. F/u identified per the pt. She's been experiencing ineffective stimulation since implant. It was also reported the pt experiences "shooting" and "burning" leg discomfort which causes walking difficulty. Previous reprogramming has not resolved the issues and the pt has declined add'l reprogramming. Furthermore, it was reported the scs system will be explanted per the pt's request as she is undergo a contraindicated procedure and no longer wants the system.